Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient received a shock due to double-counting on the rv lead. Noise was noted on an episode. Insulation break was suspected. The lead was explanted and replaced. The lead will not be returned for analysis.